Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Hemolysis can be caused by many sources, including certain patient pathological conditions, improper specimen collection, specimen processing, and specimen transport. Specimen collection factors that can contribute to hemolysis range from prolonged tourniquet time and improper venipuncture technique to transferring a sample from a syringe draw or IV catheter. Specimen processing factors include vigorous mixing or shaking of the specimen, not allowing the specimen to clot for the recommended amount of time, prolonged contact of serum or plasma with cells, and exposure to excessive heat or cold. Finally, mechanical trauma and other adverse conditions during transport of tubes can result in hemolysis.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were used and the customer experienced hemolysis. This occurred on 6 occasions after use. The following information was provided by the initial reporter: material no. 367960, batch no. 9220492 - it is reported customer experienced increased hemolysis using vacutainers. I am wondering if there have been any recent claims of increased hemolysis in the 3ml lithium heparin pst tubes? My facility has seen a slight increase.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes were used and the customer experienced hemolysis. This occurred on 6 occasions after use. The following information was provided by the initial reporter: material no. 367960, batch no. 9220492. It is reported customer experienced increased hemolysis using vacutainers. I am wondering if there have been any recent claims of increased hemolysis in the 3ml lithium heparin pst tubes? My facility has seen a slight increase.